Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the patient information center ix indicating that there was an issue with the video splitter and it needed to verify that sound was working; no red alarm sound being available. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A philips technical consultant (tc) worked with the onsite biomedical engineer (biomed). No further information was provided, regarding the sound problem. The work order was cancelled, as the site never responded with a time for an onsite visit nor a purchase order. The tc noted that the biomed purchased a video splitter and installed it themselves, and that as of now, there were no plans to schedule an onsite visit, as they resolved the problem themselves. Based on the information available, the cause of the reported problem was related to the video splitter. The reported problem was confirmed. The customer installed a replacement video splitter themselves to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.